Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/13/2023 . Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in pieces. No defects that could contribute to visual issues were observed. Based on the returned condition of the lens no further evaluation could be performed. Conclusion: the complaint issue blurry vision, visual disturbance, halo vision, unexpected postop refraction and explant could not be confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical codes and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2: date of birth: unknown, asked but not available. Section a4: patient weight: unknown, asked but not available. Section a5: ethnicity and race: unknown, asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that za9003 intraocular lens was implanted in the patients right eye. The patient was blurry since the original surgery. Patient also had refractive surprise, halos and visual disturbance. The lens was explanted in the secondary surgery and replaced with competitor lens. Directions for use were followed. No incision enlargement or sutures or vitrectomy. Symptoms persisted for 5 months. Patient was fully recovered. No other information is available.